Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported the ventilator did alarm and there was no pt harm. The MFR's field service tech was unable to duplicate the customer's reported problem. The service tech verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Performance verification testing was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Na